Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin with the pump. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.